Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had been in a motorcycle accident, with the insulin pump, and they were the driver. The insulin pump ended up in the water and the customer's doctor did not trust the device since it had been in the water. There were no implications to the doctor's awareness that the insulin pump would have caused the accident. The discontinuation of the insulin pump was advised. The device had already been taken away from the customer, when they were admitted. The customer was still in the hospital at the time of the report. At the time of admission, the customer's blood glucose was unknown. The customer had injuries to their ribcage and their back. The insulin pump will be replaced. Nothing further was reported.